Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1v6mr, implanted: (B)(6) 2019, product type: lead. Ubd: 02-oct-2022, UDI#: (B)(4). Information references the main component of the system. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and consumer (con) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that the patient hit something that turned in front of her, and that following the accident, the patient reported losing efficacy. The patient was seen following the accident, and the decision was made to revise the lead. The nurse practitioner checked the system prior to the surgery. A replacement was scheduled on (B)(6). It was noted that the issue was resolved at the time of the report. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that the patient as in a car accident however it was unknown how exactly the car accident affected the device. Patient just had an overall lack of efficacy.rep confirmed that both ins and lead were replaced. The lead would not be sent back for analysis. No further complications were reported.